Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023, the patient felt dizzy and was vomiting, the cgm was reading 220 mg/dl and the blood glucose reading was 352 mg/dl. The patient denied that the cgm reading was already reading high for a longer period. The patient did not mention to have self-treated at this moment and was brought to the hospital by his brother. The patient was admitted in the hospital for a total of 3 days and during this time the patient received treatment with insulin, which according to the patient, was given with per injection as usual. When the patient got discharged his blood glucose reading had stabilized, and he felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.